Event description:
It was reported that a pwergroshong catheter was inserted on (B)(6), 2012. A leak developed which appears to be coming from the exit site. Dr removed the PICC and noted a hole at the 29 cm from the distal end.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revh1001 showed no other similar product complaint(s) from this lot number.